Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, headache, schizophrenia, herpes genitalis, bipolar disorder, asthma, depression and schizophrenia. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2016 to (B)(6) 2017, levothyroxine since (B)(6) 2016, lurasidone hydrochloride (latuda) since (B)(6) 2017, mirtazapine from (B)(6) 2016 to (B)(6) 2017, paracetamol (acetaminophen) since (B)(6) 2016 and vitamin d nos (vitamin d) since (B)(6) 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury: depression,") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), anxiety ("mental anguish") and device expulsion ("expulsion of essure device"). The patient was treated with surgery (hysterectomy (full) robotic,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the depression, anxiety, device expulsion and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, dysmenorrhea, pelvic pain, menorrhagia, genital abnormal bleeding, urinary problems date(s) of insertion: (B)(6) 2007 (as per pfs, kindly not discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion, expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs received. New event dyspareunia was added. Event onset date for dysmenorrhea was added. Other concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, headache, schizophrenia, herpes genitalis, bipolar disorder, asthma, depression and schizophrenia. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain") and depression ("psych injury: depression,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), anxiety ("mental anguish") and device expulsion ("expulsion of essure device"). The patient was treated with surgery (hysterectomy (full) robotic,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the depression, anxiety and device expulsion outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, dysmenorrhea, pelvic pain, menorrhagia, genital abnormal bleeding, urinary problems date(s) of insertion: (B)(6) 2007 (as per pfs, kindly not discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion, expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, headache, schizophrenia, herpes genitalis, bipolar disorder, asthma, depression, schizophrenia, uterine bleeding, sexual dysfunction, irregular menstrual cycle and back pain. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2016 to (B)(6) 2017, levothyroxine since (B)(6) 2016, lurasidone hydrochloride (latuda) since (B)(6) 2017, mirtazapine from (B)(6) 2016 to (B)(6) 2017, paracetamol (acetaminophen) since (B)(6) 2016 and vitamin d nos (vitamin d) since (B)(6) 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury: depression,") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), anxiety ("mental anguish") and device expulsion ("expulsion of essure device"). The patient was treated with surgery (hysterectomy (full) robotic,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the depression, anxiety, device expulsion and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, dysmenorrhea, pelvic pain, menorrhagia, genital abnormal bleeding, urinary problems date(s) of insertion: (B)(6) 2007 (as per pfs, kindly not discrepancy) on (B)(6) 2008 patient undergo for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion, expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, dysmenorrhea, pelvic pain, menorrhagia, genital abnormal bleeding, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, menorrhagia (heavy menstrual bleeding),genital abnormal bleeding, dysmenorrhea (cramping), psych injury, urinary problems were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, headache, schizophrenia, herpes genitalis, bipolar disorder, asthma, depression and schizophrenia. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain") and depression ("psych injury: depression,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), anxiety ("mental anguish") and device expulsion ("expulsion of essure device"). The patient was treated with surgery (hysterectomy (full) robotic,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the depression, anxiety and device expulsion outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, dysmenorrhea, pelvic pain, menorrhagia, genital abnormal bleeding, urinary problems date(s) of insertion: (B)(6) 2007 (as per pfs, kindly not discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion, expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: evevnt updated- depression, event pt changed to depresiion. Evevnt was added- mental anguish and expulsion of essure device. Lab data were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.